Manufacturer narrative:
The patient's age at time of event or dob, gender, and weight are unknown. This information was not available from the facility. During inflation, the balloon ruptured. Recurrence of this malfunction could result in a prolonged intervention. No patient injury reported. Patient information regarding relevant tests/laboratory data or medical history are unknown. Per FDA request, this MDR is being reported retrospectively. The stellarex device was returned for investigation. Visual inspection found no unusual characteristics of the device. During functional testing, the balloon was attempted to inflate to nominal pressure, but unable to hold pressure due to a pinhole leak observed on the balloon. Per the IFU, balloon rupture is listed as a potential complication of the peripheral balloon.

Event description:
Stellarex burst when inflated to nominal pressure at 8 atm. A new stellarex balloon was used to complete the procedure. No patient injury.